Event description:
Physician capped epicardial lv lead during the case due to it having a high threshold. The patient was stable before, during, and after the procedure. No adverse patient conditions/symptoms were reported.